Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) stated the facility staff reported smoke coming from the transformer of the power supply during a patient's hemodialysis (hd) treatment. The bmt stated there was no injury to the patient and treatment was completed on another machine. The bmt stated if the machine was powered on, it shut itself off. The machine showed no diagnostic alarms. The staff noticed the smoke after the machine had shut itself off and began audibly alarming. The bmt was suggested to replace the power supply assembly. Upon follow-up, the bmt stated the smoke was observed from the transformer during a patient's treatment and confirmed there was no spark or flame noted as a result of the reported event. The bmt stated the transformer of the power supply was burnt. The bmt stated that the staff addressed the smoke by shutting off and unplugging the machine. The bmt stated that the machine was unplugged before a significant amount of smoke developed and stated the facility smoke detectors were not triggered by the smoke from the machine, and the use of a fire extinguisher was not required. There was no patient and no harm was noted with any individuals as a result of the reported event. The bmt stated the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt confirmed the machine had around 28,000 hours. There was patient involvement but no patient harm or adverse event reported. The machine remained out of service pending receipt and replacement of the power supply assembly. It was reported the power supply assembly was discarded and was no longer available for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) stated the facility staff reported smoke coming from the transformer of the power supply during a patient's hemodialysis (hd) treatment. The bmt stated there was no injury to the patient and treatment was completed on another machine. The bmt stated if the machine was powered on, it shut itself off. The machine showed no diagnostic alarms. The staff noticed the smoke after the machine had shut itself off and began audibly alarming. The bmt was suggested to replace the power supply assembly. Upon follow-up, the bmt stated the smoke was observed from the transformer during a patient's treatment and confirmed there was no spark or flame noted as a result of the reported event. The bmt stated the transformer of the power supply was burnt. The bmt stated that the staff addressed the smoke by shutting off and unplugging the machine. The bmt stated that the machine was unplugged before a significant amount of smoke developed and stated the facility smoke detectors were not triggered by the smoke from the machine, and the use of a fire extinguisher was not required. There was no patient and no harm was noted with any individuals as a result of the reported event. The bmt stated the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt confirmed the machine had around 28,000 hours. There was patient involvement but no patient harm or adverse event reported. The machine remained out of service pending receipt and replacement of the power supply assembly. It was reported the power supply assembly was discarded and was no longer available for investigation.